Event description:
The reporter obtained a 494 mg/dl and 97 mg/dl blood glucose result within 10 minutes on the accu-chek advantage system based on the meter memory results. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.